Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 8 minutes: 572 mg/dl, 195 mg/dl, 256 mg/dl, 194 mg/dl, 238 mg/dl, and 205 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation